Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The single port (sp) instrument arm drape was analyzed and found to have no visible physical damage. The drape was installed onto an in-house system and failed to engage on psm 3 on multiple attempts. No excess material or warping was noticed on the sterile adapter plate. The complaint regarding wheel one recognition failure was confirmed by failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the single port (sp) arm drape accessory wheel 1 exhibited a recognition failure. The procedure was completed with no reported injury.